Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a second episode of wide complex tachycardia the afternoon of (B)(6) 2026 with a drop in pulsatility index (pi), in the 2s. The patient's renal function test (rtf) was 88 and was having some dyspnea/shortness of breath. The first episode was on (B)(6) 2026, and their implantable cardioverter-defibrillator (ICD) was interrogated. It was determined to be actually atrial fibrillation, and the patient was paced out of the rhythm. None of the other parameters on interrogation were out of normal range except the pi. There was no alarm. No procedure was done. Plan was probably restarting amiodarone based on electrophysiology's (ep) recommendations. Last dose was on (B)(6) 2026.